Event description:
It was reported that during a training/demo of the da vinci system the monopolar curved scissors (mcs) had a broken wire. There was no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.